Event description:
The patient had a 3 level lumbar fusion surgery. During surgery two 10cc copios paste products were placed in the lateral gutters along with sequoia screws and rods. At some point post-operative, the patient developed post-operative infection. Approximately 3 weeks after the initial spinal fusion, the patient underwent revision surgery. During revision surgery a brownish fluid was found from the inferior portion of the incision. Copios was removed as part of standard hospital infection control procedures along with irrigation and debridement of thoracolumbar wound. The metal implants were not removed during revision surgery and have remained in place. The cause of the infection is not known. No outcome information was available as of the date of this report.

Manufacturer narrative:
Method: lot history records reviewed. Sterilization certificates and results were reviewed. Results: no unplanned deviations were found during lot history records review. Product was processed to specified sterilization parameters. No root cause can be determined. Relevant medical history and clinical outcome information has been requested. Investigation: the device history records for knc lot numbers 99785 and a4498 have been reviewed. There were no unplanned deviations found. Sterilization certificates and results were reviewed. All product was processed to specified sterilization parameters. Review of previous complaints: there have been no other complaints of infection involving copios paste, nor have there been reported cases of infection involving copios paste. Root cause: in the absence of physical evidence or pathology to support infection, kensey nash cannot provide a definitive root cause for this incident. Corrective actions: as no root cause can be assigned, no specific action to address the failure is initiated. Kensey nash will continue to monitor for like re-occurrences and initiate appropriate actions as warranted.